Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 29 high watt alarms have been logged since (B)(6) 2017. A rise in power consumption has been logged starting on (B)(6) 2017 to a peak of 4.8 watts on (B)(6) 2017 outside normal operating range confirming the reported event. There is no evidence to suggest a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient was in rehabilitation unit when power and flow on the ventricular assist device (vad) increased on (B)(6) 2017. The patient was then transferred to the intensive care unit for closer monitoring. Power and flow went down without any intervention but did not return to baseline. On (B)(6) 2017, the vad's flow and power increased again. It was stated that the patient was treated with a change in his medications and with tissue plasminogen activator 10 mg bolus followed by another 10 mg within one hour. Post-treatment, the patient was reported to have been stable. It was further reported that lysis was successful and the patient was doing well at which point he was transferred to the normal ward. No additional information available.